Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl had a bent tip. The following information was provided by the initial reporter: " I notice a malformation in the syringe adapter ".

Event description:
It was reported that bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl had a bent tip. The following information was provided by the initial reporter: " I notice a malformation in the syringe adapter ".

Manufacturer narrative:
H6: investigation summary photos received for investigation. Upon visual inspection, damaged luer lock is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.